Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir lip ring was damaged. The customer's blood glucose level was unknown at the time of the incident. The customer stated that they received low battery or short life. The customer stated there was a hairline crack starting from the back of the insulin pump leading towards the bottom and around the side of the insulin pump on the battery side. The customer tried multiple batteries from different packs but still was getting low battery life. The customer also reported damage at the back of the insulin pump curving around the battery compartment side. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported via phone call that the reservoir compartment was able to lock in its place.

Manufacturer narrative:
The device was received with a cracked case-corner of belt clip rails, cracked keypad overlay. The device passed the displacement test. (B)(4).